Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It has been reported that an nrg transseptal needle was selected for use. During the procedure, it was mentioned that the as energization failed, the cable was replaced firstly but the issue persisted. Thus, the nrg needle was replaced with same model device, and the procedure was completed successfully. The generator was in ready mode and rf tone was heard when energization was attempted. No resistance was encountered. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the nrg rf needle was first visually inspected and it passed flushing test; the device was able to flush properly without any leakage through the luer port. Next, the device did not pass for the proximal shaft and distal tip integrity. There were signs of manual reshaping at the distal end and shaft of the needle, along with multiple bends/kinks along the shaft of the needle. Additionally, the nrg needle passed the distal hypo tube outer diameter test. The reported allegation can be confirmed as the needle was found to be kinked/bent due to manual reshaping during the procedure. The curvature of the needle could have prevented its proper advancement through the sheath/dilator thus preventing rf delivery to the target anatomy. A labeling review was conducted, and it was determined there was evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use, which warns the user to 'do not bend the nrg transseptal needle. Excessive bending or kinking of the needle tip may damage the integrity of the needle and may cause patient injury. Care must be taken when handling the needle'.

Event description:
It has been reported that an nrg transseptal needle was selected for use. During the procedure, it was mentioned that the as energization failed, the cable was replaced firstly but the issue persisted. Thus, the nrg needle was replaced with same model device, and the procedure was completed successfully. The generator was in ready mode and rf tone was heard when energization was attempted. No resistance was encountered. No patient complications were reported. The device is expected to be returned for analysis.